Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0873 inches. Unit not heating up during monitoring noted. During visual inspection found, motor and electronics stack moisture damage. (B)(4).

Event description:
Information received by medtronic indicated that they inserted the battery and the pump got very hot. It was reported that the insulin pump was not turning on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.